Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad nurse that the pt began receiving steady tones with yellow wrench and yellow battery alarms that occurred intermittently. The controller was exchanged with no resolution to the alarms. Vent filters were submitted for analysis which revealed evidence of possible bearing wear. The pt was placed on pneumatic support using an ip console and stroke volume limiter (svl). A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.